Manufacturer narrative:
(B)(6). (B)(4). Visually and optically confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent spinal fusion procedure due to pre-operative diagnosis of scoliosis. During the procedure, both the screwdriver tips broke in the screw. The broken tip was retrieved from the patient. The products came in contact with the patient. No fragment of the products remained in the patient. No patient complications were reported.